Event description:
Facility staff connected the device to a pt described as in cardiac ararest. Reportedly, the device continuously prompted connect electrodes and an analysis of pt ECG could not be performed as a result. The pt was not resuscitated. The facility indicated pt outcome was not affected by the reported discrepancy, due to a lack of pt viability.